Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Inspection performed by the field service engineer (fse) could not replicate the fault condition or burning smell. The interior of the console was inspected, and a burn smell was unable to be detected, the device appeared in good condition. There were no error codes recorded in the event log and all settings were checked without any issues. The device passed full functional and electrical safety testing. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the preparation for a photoselective vaporization of the prostate procedure, the medical team reported a burning smell coming from the back of the laser. There was no courtesy message or error code displayed. It was added that the patient was sedated while the procedure was delayed so that the medical team could retrieved a different console.